Event description:
Pt admitted and had a new automatic internal cardiac defibrillator inserted, for what was considered to be "malfunctioning" of the old device. The pt recovered well and was discharged to home, the old device was left in the pt per pt's request.